Manufacturer narrative:
G4: 13feb2020 b4: (B)(6) 2020. The replaced touchscreen was returned for failure analysis. The returned touchscreen was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
It was reported that the ventilator's touch panel failed. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved.